Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the data collection of the implantable cardiac monitor (icm) was programmed to off. The status of the icm is unknown. No patient complications have been reported as a result of this event.